Event description:
Customer performed a blood glucose test and received a result of 210mg/dl. The customer took their normal amount of insulin. They could not keep food down because of a migraine. They became incoherent and their family member called the paramedics. They tested their blood glucose and received a result of 29mg/dl. They were taken to the hosp and admitted. Treatment is unknown just stated treated for several health concerns including low blood glucose. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.